Manufacturer narrative:
Patient age at time of event: over 18 years old. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the stent dislodged inside the patient. The target lesion was located in the tortuous left circumflex (lcx). During the use of a 4.00x20mm promus premier stent through a guidezilla extension catheter, during removal, the stent caught on a ledge or the lip of the guidezilla and dislodged inside the patient. The physician was able to capture the stent and removed the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.